Event description:
The lay user/pt contacted lifescan (lfs) in 2009, alleging that her onetouch ultralink meter was reading inaccurately erratic. The medical affairs specialist (mas) spoke with the pt on jan 29, 2009 and obtained the following info. Although the customer care advocate (cca) noted that the pt alleged her meter was reading inaccurate erratic, the pt claimed she felt that she may have obtained an inaccurate high reading when testing with it. On the evening of original date, the pt reported that she obtained a blood glucose reading of "352 mg/dl" with the subject meter just prior to dinner. As a result of the reading the pt claimed that she bolused 8 units of humalog insulin based on the reading and her expected carbohydrate dinner intake. Soon after administering the bolus, the pt reported that she ate dinner and then began to walk on the treadmill because she felt the "352 mg/dl" result was unusually high. Approximately within 1 hr of administering the insulin, the pt claimed she began to feel hot, shaky, and fuzzy. At the onset of symptoms, the pt reported that she tested with the subject meter and obtained a reading of "44 mg/dl." In response to the reading and symptoms, the pt stated that she drank orange juice and ate some food and confirmed she did feel better afterwards. At the time of troubleshooting, the cca confirmed that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.